Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the patient had not used her stimulation since (B)(6) 2013 and last felt stimulation before this. It was noted that the patient had not charged for a while. It was noted that the recharger showed ¾ full, but she could only get the relocate antenna screen when she pushed the start charge button. It was noted that the patient had been getting a lot of backaches for a couple of weeks and wanted to use her stimulation therapy. It was noted that the patient would keep trying to recharge over the weekend and if she could not get it restarted, she would call her doctor. Additional information received reported that the patient was unable to adjust stimulation. It was noted that the battery was recharged and the patient did not experience any further shocking or jolting. It was noted that the manufacturing representative was able to turn the ins on and off with the patient programmer and adjust the intensity. It was further noted that impedance testing was performed. It was noted that the overdischarge was confirmed. This was the first overdischarge. It was noted that the patient had not used her ins in over 6 months and the battery was overdischarged. A physician mode recharge (pmr) was performed and a 0x8 error message was seen with the power on reset (por) message. The por was successfully cleared. It was noted that the patient experienced overstimulation, a shocking and jolting sensation and was unable to adjust the stimulation. It was noted that the patient was unable to turn off the ins with the patient programmer after the trickle charge due to battery depletion. I was noted that she felt a shocking or pulsing sensation that was uncomfortable and she was unable to turn her ins off with the patient programmer. It was noted that the patient felt pain and at the lead location and a shocking feeling in her left side when the stimulation was turned back on. It was noted that the issue was resolved. Additional information received reported that the device was showing a ¾ charge after the manufacturing representative reset the time clock. It was noted that when the patient saw the manufacturing representative, the ins was off. Additional information received reported that the patient received assistance from the physician or manufacturing representative and her concerns were resolved. It was noted that the patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).